Event description:
Consumer reported irritation after use of the solution. The solution expired in (B)(6) 2010. Testing was previously performed on a retain sample of this lot and it failed to meet biocidal efficacy for the secondary acceptance criteria. A recall (z-0553-2010) was completed in 2009 for this lot.

Manufacturer narrative:
Product was returned for evaluation and found to be within all chemical specifications. Testing was previously performed on a retain sample of this lot and it failed to meet biocidal efficacy for the secondary acceptance criteria. A recall (z-0553-2010) was completed in 2009 for this lot.